Event description:
Awoke approx. 12:06 am to a "bang/pop" and short rattling sound followed by the smell of an electrical fire. Found a right-ear hearing aid had exploded and jumped out of its charger onto the floor. It was an mdhearing volt model, s/n (B)(6) that had been in regular use for 15 months. Although a smoke smudge can be seen on the pictured cabinet top end splash, no other damage was noted. Mdhearing was notified, they sent a replacement and we sent them the damaged hearing aid.